Event description:
The customer reported that the vela ventilator had problems of vent inop (inoperable), motor fault, circuit disconnect, low ve (low minute ventilation), low pip (low peak inspiratory pressure) alarms during setup prior patient use. There was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective main control pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.